Event description:
The customer reported a broken syringe adaptor set that was identified prior to use on a patient. No patient injury or medical intervention were reported for this event.

Manufacturer narrative:
(B)(4). The device was received by baxter and the evaluation is in process. A follow-up report will be submitted upon completion of the evaluation or if additional information becomes available. A 510(k) number is not available because this is a non-us product. However this report is being submitted because the device is same as or similar to a product distributed in the us.

Manufacturer narrative:
(B)(4). One actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of "broken" as the set was cut. Although the condition was confirmed, a root cause could not be determined. A batch review could not be performed as the lot number was not provided by the customer. If additional information becomes available, a follow-up report will be submitted.